Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found a loose part on the IV pole holder. To fix the issue the fse reinstalled the part which corrected the issue and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that after patient use they observed that the cs300 intra-aortic balloon pump (iabp) had a part from the IV pole holder that had fallen off. There was no patient involvement, and no adverse event reported.